Manufacturer narrative:
The lot number for the device was provided. The device history records are currently under review. The device is pending return. The investigation is currently underway.

Event description:
It was reported that the electrode on the venous catheter was allegedly bent. Therefore, the health care provider removed the venous catheter from the patient before activating it. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a device history record and manufacturing review was completed and there was nothing to indicate a manufacturing related cause for this event. The lot met all test release criteria. Investigation summary: a sample evaluation was performed. Received one venous catheter as part of the wavelinq catheter system. The electrode appears to be deformed. Electrode height was measured and found to be 0.67mm. The investigation is confirmed for material deformation due to results of the sample evaluation. The root cause could not be determined based upon available information. It is unknown whether patient and/or procedural factors contributed to the event. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. H10: d4 (expiry date: 11/2021), g4 h11: h3, h6 (method, results, and conclusion) h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the electrode on the venous catheter was allegedly bent. Therefore, the health care provider removed the venous catheter from the patient before activating it. There was no reported patient injury.